Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). After pre-dilatation was performed with an nc emerge balloon catheter and a non-bsc balloon catheter, a 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient in order to perform pre-dilatation again and it was noted that the distal stent struts were lifted. The procedure was completed by performing plain old balloon angioplasty repeatedly with the nc emerge balloon catheter and non-bsc balloon catheter without stent placement. No patient complications were reported and the patient's status was stable.